Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) with a description of there was issue with the lens in the inserter and the patient contact was noted but patient harm was not reported. Additional information was received and stated that, iol was damaged in the injector and the iol was touched the edge of he eye. As per the surgeons opinion, loading error or injector issue was contributory for the iol damaged. The lens was replaced with another lens during initial procedure.